Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported that the insulin pump alarmed compromised force sensor system. The customer received the alarm while she attempted to change the infusion set. Customer's blood glucose level was 103 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave an alarm during the prime test due to a faulty force sensor. No other alarms were noted during our testing. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.